Event description:
It was reported that pump displayed power alerts and battery did not charge, leading to low power alerts, power source alert, and pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of working outlet, tandem charging cable, and wall adapter, tried extended charging without success, then changed to different wall adapter and charging cable, and issue was resolved with non-tandem charging supplies, while technical support advised against continued use of third-party charging equipment and arranged replacement charging supplies.